Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue; the device would not complete its boot cycle and power on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not work, had no voice prompts and showed an attention icon in the readiness display. During device evaluation, physio-control could initially not verify the reported issue. After having delivered some test shocks however, the device would not power on anymore. The leds on the device flashed briefly, but then the device powered off automatically. It would not complete a boot cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the lid reed switch was in a closed state. The lid reed switch being in a closed state caused the device not to fully power on. If a patient connection was made within 17 seconds from powering on, the device would continue to power on, and perform normally. A replacement device was provided to the customer under warranty. (B)(4).